Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient was prescribed zinaldol for 10 days. In (B)(6) 2024, the patient still had a granuloma at the stoma site which hadn't reduced in size and fluid and blood discharges from the stoma site. A sterile wound culture was done with no findings available. Additionally, a CT of the chest, upper and lower abdomen, kidneys and pancreas was also done with no findings available. Later in (B)(6) 2024, the patient had a fever of 40 degrees. The patient was seen by a pulmonologist and no findings were available. The patient was also seen by the treating physician with no findings available, but a request was made for the nurse to check the stoma site and for the pulmonologist to be contacted regarding the fever. The pulmonologist prescribed spectracef 400 mg for 10 days, but the indication was not given. It was noted that the peg tube needed to be replaced due to age.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.